Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff observed arcing coming from the monopolar curved scissors (mcs) instrument with a mcs tip cover accessory installed. The arcing occurred onto coopersurgical koh-efficient system uterine manipulator. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and mcs tip cover accessory have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Intuitive surgical sales representative was informed that coopersurgical investigation of the complaint revealed that this was the result of spark gap, bringing the instrument too close to the uterine manipulator. If additional event details become available, a follow up MDR will be submitted. A follow-up MDR will be submitted, if the instrument and/or tip cover accessory is returned (post engineering evaluation) or if additional information is received.